Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. Functional testing confirms customer's reported complaint. The motor was confirmed to be loud when running. The worm coupling and worm gear were noisy. The cause of this event was normal wear of worm coupling and worm gear. Service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump's drive train was noisy. No patient injury reported.